Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#), d5, e1(initial reporter, event site email), e2, e3, e4, g2 the stm that encountered the issue evaluated no alarms related to issue. One battery shows 60% charge, the other is at 0%. Unit attempts to charge for 20-30 seconds before timing out. Replaced power management pcb unit now charges both battery slots. Issue resolved. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The maquet failure analysis and testing dept.(fat) received part number: 0670-00-1162, power management, rohs serial number: (B)(6) swemco with a reported unit failure of the batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the that q27 was shorted (burned). Due to this damage to q27 and the risk it poses to the cardiosave test fixture, the failure analysis and testing dept. Cannot investigate this complaint any further. Past experience has proven, that when q27 shorts, the batteries will not charge. The fat dept will retain this part as per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit is not charging batteries. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h6, h11. A getinge field service engineer evaluated no alarms related to issue. No patient involvement. One battery shows 60% charge, the other is at 0%. Unit attempts to charge for 20-30 seconds before timing out. Replaced power management pcb unit now charges both battery slots. Issue resolved. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The failure analysis and testing dept. Received part number 0670-00-1162, power management, rohs serial number (B)(6) with a reported unit failure of the batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the that q27 was shorted ( burned). Please see attachment. Due to this damage to q27 and the risk it poses to the cardiosave test fixture, the failure analysis and testing dept. Cannot investigate this complaint any further. Past experience has proven, that when q27 shorts, the batteries will not charge. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Am. The following was submitted by (B)(4), manager of the maquet failure analysis and testing dept. (Fat) wayne, nj: jf 19 sept 2024 the part associated to this complaint was supplied to us by the supplier swemco, and it is a revision d power management board. Our new supplier for the power management board is escatec, and they are only able to test 0670-00-1162 boards that are revision g and newer. The part number 0670-00-1162, power management, rohs serial number (B)(6) received for this complaint will not be going back to the supplier. The fat dept will retain this part as per procedure 0002-07-d008 rev ar. The most probable root cause is that there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit or the tantalum capacitors used on the following two (2) pcbas solenoid control and power management are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.